Event description:
Customer's health care professional called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump gave a button error alarm and had no act button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.